Manufacturer narrative:
Received one (1) used, list # 01c-42640-06, transpac® IV monitoring kit with safeset¿, lot # 3514084 for testing. Testing found a tubing separation in the 27" arterial pressure tubing and the safeset port. The cause of the separation was insufficient solvent bond on the tubing. A device history review (DHR) was completed and no non-conformances were noted.

Event description:
The event involved a transpac IV monitoring kit with safeset reservoir and blood sampling port that the phone jack disconnected. The device was in use for approximately 1 hour with heparinized saline for blood pressure monitoring. The device was replaced with no further problems encountered. There was no adverse event or delay in critical therapy.